Manufacturer narrative:
Service was not dispatched for this event. The customer has there own bio medical dept that services their instrument. The customer's bio medical dept inspected the instrument and cleaned the analytical unit of spilled dried buffer, replaced a pinch roller and the incubator belt and rebuilt the precision. Hardware is the root cause of this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system. The initial elevated result was reported outside the lab. The pt sample was retested and the result was within the normal reference range. The corrected result was sent out of the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.